Event description:
It was reported that a spectrum iq infusion pump alarmed air in line and had incorrect flow rate during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'nuisance air in line' was not reproduced. A review of the event history log (ehl) revealed occurrences of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications. The ultrasonic sensor will be replaced to correct the reported problem. During evaluation, the reported problem of 'incorrect flow rate' was not reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.